Event description:
The plaintiff's atty alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Add'l info has been requested & will be submitted upon receipt accordingly.